Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Patient experienced a hypoglycemic event at night on approximately (B)(6) 2016. Exact date of event is unknown. Patient was not wearing the continuous glucose monitor (cgm) at the time of event. No additional patient or event information is available.